Event description:
Reporter alleged blood glucose measured 83 mg/dl at 8:30 am so customer took normal amount of 12 units of insulin. Reporter stated customer takes this amount of insulin regardless of the blood glucose result she receives. After taking insulin it was reported customer was shaking, sweating, and husband was unable to get a response from customer. It was reported husband tried to get meter to turn on to test customer's glucose and the meter displayed a "code...". Reporter stated husband was using the dial to try to turn on the meter however the meter was not saying anything at all. Reporter stated husband called another relative who is a nurse and nurse gave customer orange juice and a candy bar and then obtained a result of 98 mg/dl which was taken 4-5 hours afterwards. No other actions were taken and no other medical treatment was sought or received. A request was made for the return of the suspect device and replacement product was sent.